Event description:
When the catheter was connected to the cable, there was no ablation power indication on the display monitor. Troubleshooting was unsuccessful. The catheter was removed and a new catheter was used. The new catheter worked fine. No injury to the patient.